Event description:
It was reported to philips that intermittently the system would not boot up. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that the system was unable to power on. During troubleshooting, fse found that the system cannot boot up intermittently. Fse re-plugged the usd card and flashed the fireware, replaced the front panel of power distribution unit. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.